Event description:
During a cryoablation procedure, two needles were used to treat a 2cm tumor. It was reported that one needle made an iceball which was significantly smaller than the other one. MRI imaging on day 1 showed incomplete destruction of the tumor. The physicians plans to re-treat the patient. Although a bad positioning of the needles or an incorrect number of needles can be envisaged, the physician would like the needles analyzed because he did not see any frost on the inner needle (close to the center of the kidney) and claims it did not work properly. The cryoablation system will also be checked out by the distributor, (B)(4).